Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid left anterior descending artery. Pre-dilatation was performed and the 3.5 x 12 mm xience prime stent was implanted at 12 atmospheres (atm), for 20 seconds. The stent delivery system (sds) balloon was confirmed to be fully deflated; however, the balloon became stuck with the deployed stent. The guiding catheter was pushed towards the sds to loosen the balloon from the stent implant, and the sds was removed. It was noted that the guiding catheter movement had caused a dissection proximal to the target lesion. This dissection was successfully treated with another xience prime stent. There were no abnormalities noted to the sds balloon. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: launcher, sheath: terumo. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.